Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that there no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported the screwdriver in perfect condition. The screwdriver shaft showed signs of use but was in perfect functional condition. A functional test was carried out and it was possible to insert and remove each screwdriver from the head of the screw returned. This is indicative of a little resistance was felt upon removal, but this is normal as the screwdriver's tip engages the head of a screw to prevent screw falling off during use. Lot 8132549 was manufactured in october 2012 meeting all specifications. No product fault could be found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the polyaxial screw in question did not separate from the screw driver in insertion. There was a 30 minute surgical delay. This is report number 2 of 3 for (B)(4).